Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Therefore, no products are expected for return to intuitive surgical, inc. (Isi) for failure analysis evaluation. Additional patient information: height 178 cm., body mass index (bmi) 22.7 kg/m2.

Event description:
A patient in a study underwent a da vinci-assisted and jura system low anterior resection procedure. Four days after the index procedure, the patient experienced an elevated c-reactive protein and a post-operative CT scan showed a possible anastomotic leakage. A rectoscope procedure (under sedation) showed no defect and antibiotherapy was started. Four days later, a CT scan showed an acceptable state; antibiotics were stopped two days later. Three days later, an elevation of c-reactive protein was noted and a CT scan showed an anastomotic leakage with 2 abscesses in lower abdomen. A rectoscope procedure (under sedation) showed a 20% dehiscence of a rectum low anterior resection (lar) anastomosis for which colovascent was administered. Three days later, a laparoscopic descendocolostomy - double barreled in front of anastomotic leakage was performed and a diverting stoma was created to allow healing of the rectal anastomosis with application of a vac sponge. Antibiotics were stopped at that time; an endovacstent remains. The next day, the vac sponge was replaced with a colonic stent. Seven days later, the stent was changed back to a vac sponge. During the remainder of the admission, two additional vac sponge changes were performed, with well-granulating tissue now visible. The event is ongoing. The study investigator reported the event as moderate severity, a serious adverse event (requiring medical or surgical intervention), clavien-dindo grade iiib, possibly related to the patient's underlying disease status, possibly related to a third-party device (possible - stapling device, cea purple, end-to-end anastomosis circular stapler), but not related to the study procedure, not related to the jura system and not related to the da vinci system. The patient's prior health condition (irradical esd t2 retumcarcinoma [date redacted], diabetes type 2, hypertension and low anastomosis) may be relevant to this event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Additional information: discharge occurred 33 days after the index procedure.